Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced oversensing noise and high impedance resulting from a possible lead fracture. The ra lead was partially explanted and capped. A new ra lead was implanted successfully. No patient complications have been reported as a result of this event. (B)(6) 2014, it was further reported that there appears to have been a lead switch. The atrial impedance jumped high and out of range at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced oversensing noise and high impedance resulting from a possible lead fracture. The ra lead was partially explanted and capped. A new ra lead was implanted successfully. No patient complications have been reported as a result of this event.